Event description:
It was reported that this right ventricular (rv) lead was explanted due to the patient having twiddlers syndrome. The leads were suspected to be fracture, but it was not confirmed. No additional adverse patient effects were reported.